Event description:
Profound and permanent neurological injuries [nervous system disorder]. Extensive nerve damage [nerve injury]. Severe and permanent physical injuries [injury]. Hypocupremia [copper deficiency]. Numbness of hands, legs and feet [hypoaesthesia]. Tingling of hands, legs and feet [muscular weakness]. Pain in arms and legs [pain in extremity]. Pain in chest [chest pain]. Dizziness [dizziness]. Nausea [nausea]. Case description: a attorney reported that their client, a (B)(6) female, used fixodent denture adhesive, version unk cream in 2009 through 2010, the consumer also used super poligrip from 2009 to the present and reported profound and permanent neurological injuries, extensive nerve damage, severe and permanent physical injuries, hypocupremia, numbness of hands, legs and feet, tingling of hands, legs and feet, weakness of hands, legs and feet, pain in arms and legs, pain in chest, dizziness, nausea. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product were not provided by the reporter and case concerns long-term product usage.